Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
(B)(6) 2021 resubmitting this MDR as part of an internal audit where an acknowledgement 1 was received, but a passing acknowledgement 3 could not be located. A distributor contacted zoll to report that a patient had skin irritation described as red and itchy skin on his chest and stomach. The patient consulted his physician who recommended using benadryl. The patient's nurse reportedly suggested to use honey and lemon. Follow-up indicated that the skin irritation improved.